Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
The low flows were noted to be as low as less than 1.2 l/min. The outflow graft compression was by a seroma.

Manufacturer narrative:
Section b3: date of event corrected. Section h6: health effect - clinical code, health effect - impact code, and medical device problem code corrected. Manufacturer's investigation conclusion: the reported extrinsic outflow graft obstruction (eogo) was confirmed through the evaluation of the submitted images; however, a specific cause for the obstruction could not conclusively be determined through this evaluation. Additionally, the reported low flow alarms were confirmed through the evaluation of the submitted log files. Although a specific cause for the reported low flows could not be conclusively determined through this investigation, the account attributed the alarms to the confirmed eogo. The reported inflow cannula malposition was unable to be confirmed through the evaluation of the submitted images. Additionally, a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. Review of the submitted images and computed tomography (CT) scans showed multiple angles of the heartmate 3 lvas and the outflow graft beneath the bend relief, confirming compression of the graft that appeared to be consistent with eogo. The controller event log files collectively contained events from (B)(6) 2025. Transient low flow alarms were captured on (B)(6) 2025. No other notable events or alarms were captured, and the pump appeared to function as intended at the fixed speed. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until it was reported that the patient passed away on (B)(6) 2025 (MFR #: 2916596-2025-01167). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas IFU, rev. G and the heartmate 3 patient handbook, rev. G are currently available. Section 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow and pulsatility index (pi). In reference to pi, sections 1 and 4 of the IFU state that the pi calculation represents cardiac pulsatility and values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e., the pump is providing less support to the left ventricle). Section 4 of the IFU, ¿system monitor¿, describes the pump flow display and the hazard alarms and explains that changes in patient condition can result in low flow. Per design, when the estimated flow value is calculated at less than 2.5 liters per minute (lpm), a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. Section 5 of the IFU, "surgical procedures", outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section, under "preimplant procedures" and "implant procedures", cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length." Additionally, section 5 of the IFU, "surgical procedures", explains how to insert the pump in the ventricle and instructs the user to take care to avoid orienting the inlet towards the interventricular septum as pump function will be compromised in the presence of inlet obstruction. The steps to adjust the orientation of the pump are also outlined in this section. Section 5 of the patient handbook, ¿alarms and troubleshooting¿, and section 7 of the IFU, ¿alarms and troubleshooting¿, provides information on all system alarm conditions as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. For patients with low flow software system controllers, the heartmate 3 lvas pocket guides to alarms for patients (rev. A) and clinicians rev. A) explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that a low flow 2.0 software upgrade was performed on (B)(6) 2024. The patient presented to the clinic on (B)(6) 2025 for a normal follow up with many low flow alarms. A control computed tomography (CT) scan was completed with the result of 50% stenosis of the outflow graft (extrinsic outflow graft obstruction (eogo)). The patient had the symptom of recured physical stress from the eogo. The patient underwent a stenting with two 14-millimeter (mm) stents to reopen the obstructed area by the "jelly". The procedure was successful and resolved the eogo. The pulsatility index (pi) decreased directly, and the flow increased again up to greater than 3.5 liters per minute. The patient was doing fine. Additionally, diagnostics showed an unfavorable inflow graft position. The pump seemed to be pushed up from the belly and changed the inflow angle massively. There was no further treatment scheduled to address this issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.